Event description:
The customer's mother reported her daughter's blood glucose reached 311 mg/dl less than 48 hours after the pod was activated. She stated that during the needle insertion process the needle never inserted the cannula into her skin so she flicked the pod and this caused the cannula to deploy into the infusion site. There was pain noted at the insertion site for several hours after pod was activated.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported needle mechanism malfunction (late deployment) or to determine the root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.